Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, powers off when battery is moved, was reproduced. A review of the event history log revealed multiple events of "improper shutdown!". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a worn battery gasket. The battery gasket requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off when battery is moved. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.